Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported insertion difficulties and subsequent delay remains unknown.

Event description:
Related manufacturing ref: (B)(4). During the procedure, the introducer was inserted and the guide catheter could not be passed over the valve. Four additional introducers from the same lot were used which had the same issue. A non abbott introducer was used to complete the procedure with no consequences to the patient.